Event description:
User experienced a leak from the analyzer. No one has slipped or fallen. No patient results have been affected. The field service representative reconnected tubing. Performance test were performed which were within specification.